Event description:
It was reported via repair work order that the cot was not raising all the way up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the cot was not raising all the way up. Upon completion of the investigation it was found that the cot was going up very slow with weight in powered mode. It was further confirmed that the device was able to raise and lower manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the cot was not raising all the way up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.